Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 62.9cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and there was contrast present in the folds. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 6mm nc emerge balloon catheter was selected for use. However, upon inserting the device into the guide catheter, the shaft broke in a location outside the patient. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 6mm nc emerge balloon catheter was selected for use. However, upon inserting the device into the guide catheter, the shaft broke in a location outside the patient. The procedure was completed with another of same device. No patient complications were reported.